Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, that during the outer shaft disassembly, the inner shaft broke off inside postoperatively. There was no surgical delay, no adverse user consequences, no patient involvement reported. This complaint involves one (1) device. This report is for (1) implant inserter sh connection. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d7 h3, h4, h6: product code: tft30101 synthes lot: e20di0715 supplier: eit batch1: released on (B)(6) 2021 with no discrepancies. No nonconformance reports (ncrs) generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant inserter sh connection had a broken inner shaft. The threaded portion of the inner shaft broke off inside the device and remained in the device. The broken off portion of the shaft was also returned. No other defects were noted. A dimensional inspection was not performed for the implant inserter sh connection due to post manufacturing damage. The observed condition of the implant inserter sh connection was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the implant inserter sh connection matches the reported device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. While no definitive root cause could be determined, it is probable that the implant inserter sh connection was bent due to unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed -tft30101 implant inserter sh connection (current and manufactured) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9